Manufacturer narrative:
(B)(4). Investigation summary: a device history record review was completed for material number 301035 and lot number 7353592. The review did not reveal any detected quality issues during the production process that could have contributed to this reported incident. To aid in the investigation, two photo samples were received for evaluation by our quality team and they show the bottom part of the syringe with drops of silicone. It is possible that this defect can occur during the plunger rod-stopper assembly process. The barrel is siliconized before the plunger rod-rubber stopper are assembled into the barrel. There are quality controls currently in place to detect this type of defect during the production process. Further action has not been determined necessary at this time. Complaints received for this device and reported condition will continue to be tracked and trended. Our quality team regularly reviews the collected data for identification of emerging trends. A review of the applicable fmea/eura ((B)(4)) indicates that the potential risk of the reported event was assessed appropriately in the risk management documentation. Root cause description: two photos were provided; however, from the photo it is difficult to assess whether the sample silicone content is out of specification. Rationale: based on the investigation and with no analysis a sample the symptom reported by the customer could not be confirmed; this lot was produced for 0.040mm units this is a cpm of 24.6.

Event description:
It was reported that prior to use foreign matter "oil" was discovered on stopper with 4 bd¿ luer-lok syringe 60 ml. The following information was provided by the initial reporter: it was reported that an oil substance was found on the stopper. It doesn't appear that any of the other syringes in the box have this oily substance on their plungers, but it is difficult to check each one.